Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) was confirmed. Upon investigation, there was thermal damage on multiple components of the defibrillator board and computer/analog board causing fault. The root cause for the thermal damage was high voltage deviated to low voltage circuits. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.